Manufacturer narrative:
H3, h6: a medtronic representative went to the site to perform a system check out and they found the issues could not be duplicated. The system functioned as intended. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a guidance system being used during a spinal procedure. It was reported that the case was completed using scan and plan. The deviation was between 3.5-10mm. Following the procedure it was noted the left l4 screw was trending more lateral than plan. An accuracy check showed true to arm and anatomy. Star marker was seated properly. A snapshot was performed as well as a 3rd spin and replan of only the left l4 to finish the procedure. The total delay was 30 minutes. There was no impact to patient's outcome.